Event description:
Reporter called with the er1 messages and consistently low blood glucose readings. It was discovered reporter has an unaffected meter but that she was performing her testing incorrectly. Reviewed technique successfully.